Event description:
Patient reported ¿having been diagnosed with a connective tissue disease or disorder.¿ side was unspecified, this record is for the right side. Patient additionally reported ¿having been diagnosed with a neurological disease,¿ side was unspecified. No treatment or surgical reoperation has occurred, device remains implanted. Findings reveal these events were marked in error. There is no event of ¿connective tissue diagnoses¿ or "neurological disease." There is no complaint against the device. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: the event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "started having capsular contracture symptoms". Healthcare professional additionally reported "capsular contracture, baker grade iii."

Event description:
Patient reported ¿having been diagnosed with a connective tissue disease or disorder.¿ side was unspecified, this record is for the right side. Patient additionally reported ¿having been diagnosed with a neurological disease,¿ side was unspecified. No treatment or surgical reoperation has occurred, device remains implanted. Findings reveal these events were marked in error. There is no event of ¿connective tissue diagnoses¿ or "neurological disease." There is no complaint against the device. Healthcare professional later reported rupture. Healthcare professional later reported "started having capsular contracture symptoms". Healthcare professional additionally reported "capsular contracture, baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.